Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Event description:
Thirty minutes after a 6f angio-seal vip device was deployed while the patient was recovering diminished pulses in her right leg were noticed and she developed a cold leg. An angiogram diagnosed an occlusion above the bifurcation of the sfa and profunda. An embolic protection device was placed distal to the density and a kissing balloon angioplasty was performed in the bifurcation. The angio-seal collagen and anchor were removed from the artery. The patient was stable, recovered well, and was discharged.